Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box showed unexplained power on reset on (B)(4) 2018 at 15:43. When pump the was powered back on, the time/date had been set incorrectly to 0(B)(4) 2018 at 23:02 and deliveries resumed. The last basal delivery was recorded on (B)(4) 2018. The tdd¿s add up correctly and reflect the users programmed basal rates. On investigation, the pump powered on normally and ez-prime steps were successfully completed. The pump was exercised for 24 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was not delivering accurately. The reporter stated that the patient had a blood glucose consistently in the 300 mg/dl range with no symptoms of hyperglycemia. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no serious injury associated with this complaint.